Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Expiration date: 05/01/2021. (B)(6). Device manufactured on 05/27/2011. Placeholder.

Event description:
When the doctor was placing the cage into the space before he had started impacting it, the implant broke near the implant holder so he had to remove it and put in another cage. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and the article in question was manufactured in accordance with the specifications. The visual investigation has shown that the implant is broken as reported. The review of the production history revealed that this travios implant was manufactured in may 2011 according to the specifications. No abnormal findings were identified. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances it is possible that exceeding applied mechanical force led to the breakage. The implant was manufactured according to the specifications. No product fault could be detected, this complaint has been determined to be invalid. (B)(6).